Manufacturer narrative:
The subject device was returned to the service center. The evaluation could not confirm the reported "front panel malfunction, control panel not responsive" as the device was tested and functioned appropriately. The device was missing the main lamp w/lamp heat-sinks, lamp bolts and lamp washers. Additionally, the front panel had a minor dent. The customer has extra lamps onsite and requested to return the device unrepaired. A review of the repair history shows the device was purchased on (B)(6) 2017 with no previous repair records. The original equipment manufacturer (OEM) performed a device history record review; no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on their investigation and the device evaluation results, the potential cause could be attributed to a temporary communication error at power-on. Olympus will continue to monitor complaints for this device.

Event description:
The service center was informed that the front control panel of the evis exera iii xenon light source was not responsive. No patient involvement was reported. The facility reported that when the light source was turned on, the led (light-emitting diode) lights flickered, then the led lights stayed on and the buttons would not function. Additionally, the non-responsive issue could not be duplicated during the facility's testing.